Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the keypad cover was peeling, damaged, and torn from the down arrow button to the contrast button. During testing, the up arrow, down arrow, and ok keypad buttons responded appropriately to button presses. The keypad cover was removed and the contrast button contact was found to be missing. The down arrow key contact was found to be misaligned. No contamination was found under any key contacts. (B)(6).